Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated he is still connected to machine. The tsr had the hp cycle power and had the hp cycle disconnect and remove cassette from machine to discard supplies. The tsr explained the alarm and assisted the hp to clear alarm and advised to contact the nurse. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, he had informed his nurse of the alarm. The hp stated that he is doing fine and continuing therapy without issues. No further information was provided.